Event description:
The customer reported that during a patient event, when attempting to deliver defibrillation energy, their device would only say "abnormal energy delivered" after pushing the "shock" button. The device appeared to charge the defibrillation energy normally. There was no report of any adverse outcome to the patient as a result of the reported failure. No additional information regarding the remainder of the event was reported.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that the therapy pcb mounted connector, designator j22 had a loose connection to the corresponding cable assembly which goes to the transfer relay assembly. After securing the j22 connection, proper device operation was observed through functional and performance testing and the device will be returned to the customer for use.